Event description:
A customer reported higher and lower than expected vitros phyt results for a level 2 vitros tdm quality control processed using a vitros 350 chemistry system. Vitros phyt reagent lot: 2613-0146-1212. Tdm l2 vitros results 19.80, 19.07, 7.82, 19.46 versus expected 15.83 ¿g/ml. No patient samples were known to have been affected. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected with a patient sample. There was no allegation of patient harm as a result of this event. This report is number 1 of 4 MDR¿s for this event. Four (4) 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phenytoin results were obtained from a level 2 vitros tdm quality control fluid processed using a vitros 350 chemistry system. The definitive assignable cause of this event is unknown. However a transient issue related to the vitros phyt reagent lot 2613-0146-1212 in use at the time of the event cannot be ruled out as contributing factor. In addition, since the instrument¿s performance (i.e. Precision testing) was not evaluated at the time the event occurred, an instrument issue cannot be ruled out as a contributing factor. User error associated with the use of expired quality control material cannot be ruled out as an additional contributing factor.